Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number, the health hazard analysis, and the failure mode effects analysis. The DHR (device history review) for sterrad 100nx system ((B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 100nx did not reveal a trend for haze / oil mist failures. Trending analysis for haze / oil mist issues associated to the sterrad 100nx found there is not a significant trend. The hhe (health hazard analysis) relating to haze / oil mist issues is considered low risk. The fmea (failure mode effects analysis) scores for the failure of this part are considered low risk. There were no parts returned for investigation of the report of unit emitting an oil haze. The field service engineer found that the thumbscrew and the o-ring were missing from the top of the exhaust filter, allowing oil mist to occur.

Manufacturer narrative:
An asp field service engineer (fse) assessed the unit onsite. The fse found the unit functioning as designed. He powered off the unit, restored the unit and waited for the operator initiated cancellation to complete. He ran the vacuum rf and noticed that oil mist was apparent from the filter housing. He inspected the filter and found the thumbscrew and o-ring off of the top of the exhaust filter. He located and secured the thumbscrew with the o-ring. He ran a test cycle and the unit meets manufacturer's specification.

Event description:
The customer reported that while running a cycle with four minutes left in the sterrad 100nx sterilizer, the unit began "smoking" from the brown exhaust tube near the compressor. There was no error message given by the sterrad 100nx sterilizer. The customer stated that they turned the unit off immediately and there was no burning smell or human reaction due to this event. An asp field service engineer (fse) was dispatched to assess the sterrad 100nx sterilizer.